Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were out of specification on the high end and the control bar was not in the correct position. The motor, plug harness, switch, bearings, and various other parts were replaced and the control bar was repositioned and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the device not calibrating. The event timing was during testing. There is no harm or delay reported. No adverse events were reported as a result of this malfunction upon device evaluation, it was determined that the motor speeds were out of specification on the high end.